Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an implant of a lead on (B)(6) 2026, the patient experienced loss of responsiveness in lower limbs and weakness. After the lead was removed, the lowers limbs regained responsiveness. The procedure was aborted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.